Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was a failure during initial power up. During evaluation it was noted that a "blown" capacitor affected the operation of the system printed circuit board and the central processing unit (cpu) board. The device's system cpu board required replacement due to physical damage to address the issue. However, no repairs were completed because the device was scrapped.